Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and per the physician the single leaflet device attachment was due to cleft in the posterior leaflet and the atraumatic tip of this same cds touching the deployed clip. The reported difficult to remove associated with the atraumatic tip and clip interaction per the account is related to user technique/procedural conditions as the dc handle was retracted slowly by the operator, which contributed to the atraumatic tip and clip interaction and is therefore, related to user technique/procedural conditions. Image resolution poor is related to procedural conditions as difficulties visualizing the second clip due to a shadow from the shaft of the clip was reported. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet flail, and a cleft between the anterior leaflet 2 and 3 segments for a mitraclip procedure. The first clip was implanted in the medial commissure. There were difficulties visualizing the second clip due to a shadow from the shaft of the clip. The second clip was implanted in the medial commissure. After deployment a single leaflet device attachment (slda) was observed. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. Per the physician the slda was due to cleft in the posterior leaflet and the atraumatic tip of the clip delivery system touching the deployed clip. A third clip was implanted to stabilize the second. The final mr grade was 3-4. The delivery catheter handle was retracted slowly by the operator, which contributed to the atraumatic tip and clip interaction. The atraumatic tip was easily removed after the interaction.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet flail, and a cleft between the anterior leaflet 2 and 3 segments for a mitraclip procedure. The first clip was implanted in the medial commissure. There were difficulties visualizing the second clip due to a shadow from the shaft of the clip. The second clip was implanted in the medial commissure. After deployment a single leaflet device attachment (slda) was observed. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. A third clip was implanted to stabilize the second. The final mr grade was 3-4. Per the physician the slda was due to cleft in the posterior leaflet and the atraumatic tip of the clip delivery system touching the deployed clip. The delivery catheter handle was retracted slowly by the operator, which contributed to the atraumatic tip and clip interaction. The atraumatic tip was easily removed after the interaction.